Event description:
According to the reporter: pt bled at the staple line after using the gia gun blue reload. After the pt left theatre they continued to bleed over the weekend and therefore the pt had to have a blood transfusion, as roughly 70ml lost. The pt did not need to come back into theatre, as the bleeding eventually settled. No adverse effect to the pt. No unanticipated tissue loss, no delay in surgery time. Nothing fell into the pt's cavity. No reinforcement material. Sample discarded.

Manufacturer narrative:
(B)(4).